Event description:
A concerto device was taken from finished goods for testing and failed for intermittent telemetry c. The device was returned, analyzed and subsequently tested out of specification.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the intermittent telemetry session while in telemetry-c only mode. The intermittent telemetry failure was caused by lost telemetry markers due to a temporary loss of communication between the device and the programmer, at which the programmer would unsuccessfully try and reinitiate the session on another channel. Electrical bench testing determined that this temporary loss of communication was caused by an anomaly in an ic (integrated circuit).